Manufacturer narrative:
The device was received deployed. The data showed that the first priming sequence ended at pulse 47 and deactivation occurred at pulse 57. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism fully deployed before the pod was able to be used. The pod was not worn and no adverse patient impact was reported.